Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and lead were replaced due to an unknown reason. The patient was doing well postoperatively. The explanted device components were discarded per facility policy.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and lead were replaced due to an unknown reason. The patient was doing well postoperatively. The explanted device components were discarded per facility policy. Additional information was received that only one lead was replaced with the serial number 5101136 due to migration. In addition, the ipg was replaced for upgrade.